Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-mar-2026, a facility representative reported via (B)(4) that an ar-200m motor with cable became overheated during a case. The surgeon had to wrap it with a towel drenched in saline in order to complete the case with no patient harm.